Event description:
When attempting to insert a micra sheath with a dilator set while cook's extra stiff wire was up to the ivc, the wire got caught in the middle of the dilator and would not advance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).